Event description:
It was reported that while the ilet user removed the lid from an inset infusion set, the action caught the infusion set and pulled it off, after which the user was guided through a supply change without further issues; the event involved an infusion set and cartridge, with a use-related issue consistent with an improper procedure during handling of the infusion set component. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user or third party. Investigation of this case revealed no device problem and identified a usage-related issue during infusion set handling. It was concluded, based on previously established findings for similar reports, that the cause was a failure to follow instructions and an unintended use error that contributed to the event.